Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a low blood glucose (bg) event (35 mg/dl) and was taken to the emergency room (ER). IV treatment was administered, and the user was discharged the same day. The ilet system alerted to the low bg. The user has since resumed use of the ilet.